Manufacturer narrative:
The received product display box was damaged. The embolization coil was entirely unraveled. Evaluation of the returned device revealed that the embolization coil was completely unraveled. The root cause of the pod packing coil (podj coil) unintentional detachment could not be determined since the pusher assembly was not returned for evaluation, and due to the extent of damage to the embolization coil. The root cause of this failure could not be determined. The ruby coil and lantern delivery microcatheter (lantern) mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00083, 3005168196-2017-00085.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern), pod packing coils (podj coils) and ruby coils. During the procedure, while attempting to advance the lantern through a non-penumbra diagnostic catheter, the physician encountered resistance and subsequently, the lantern became stuck inside the diagnostic catheter. Therefore, the lantern and diagnostic catheter were removed and a new lantern was opened and advanced through a new diagnostic catheter. The physician then successfully deployed and detached three or four ruby coils into the target vessel using the new lantern. While attempting to advance a new ruby coil through the lantern, the physician did not mention experiencing any resistance; however, the ruby coil pusher assembly broke into two pieces. Therefore, the ruby coil was removed and additional ruby coils were opened and successfully placed. Next, the physician opened a new podj coil and attempted to place it as the last coil of the procedure. While attempting to deploy the podj coil, the physician did not mention feeling any resistance; however, the coil unintentionally detached. Therefore, the physician used a snare device to remove the detached podj coil. Subsequently, while the physician was using the snare device, the coil broke into small pieces inside the patient. Therefore, the physician used another snare device to remove the broken pieces of the podj coil from the patient. The procedure then ended at this point. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not maintain a continuous flush. There was no report of an adverse effect to the patient.